Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire between the wire crimp on the grip and the proximal clevis hole. The broken wire segment was not returned with the instrument. The instrument failed the electrical continuity test, confirming a complete break in the wire. Components adjacent to the broken wire did not show damage. The complaint was confirmed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument cable was torn. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.